Manufacturer narrative:
(B)(4). This complaint for the se 2240 was not confirmed due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. The root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 5 of 6. The technical service representative (tsr) assisted the home patient (hp) to clear the alarm, to disconnect and advised to call nurse in the morning. The hp would complete therapy using manual supplies. The tsr had reviewed proper procedures per the user manual with the hp. During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved, but was unsure what might have caused the alarm. The hp stated that he discussed the issue with his nurse, and she reviewed proper procedure with him. The hp verified that he did not notice any loose connections, separations or defects on the supplies. The hp confirmed that he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.